Event description:
It was reported that the locking clip was not locking the lead in place. The manufacturer representative (rep) was worried that maybe the doctor had tightened the base ring too tight. The doctor complained that the screws on the burr hole device base rings were not sharp and took forever to "bite" into the bone. The doctor ended up trying to screw the base ring over the burr hole for an unnecessarily long time. They had tried removing and reinserting the clip into the burr hole device base ring, tried to clip the locking cap in different positions within the base ring but without success. They eventually opened a new burr hole device and it was fine. The doctor also decided to replace the lead as well as they were worried that all the fiddling with the burr hole device and the trying to clip and unclip it might have damaged the lead. They did not want to risk having that issue at the end of the procedure. When the new lead was inserted, the burr hole device locked it successfully. The issue was resolved.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: (B)(6), ubd: 06-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.